Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump went dead. Customer stated that the insulin pump received battery out limit. Customer stated that they did not receive low battery alert prior to the off no power alert. Customer stated that the battery was not previously used and insulin pump was not dropped. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of off no power without low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.